Event description:
Device has been explanted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii/IV " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and malposition.

Event description:
Healthcare professional reported right side "recurrent capsular contracture baker grade iii/IV", "implant higher and firmer, and starting to get a little sore". The device remains implanted.